Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2014 - 08200, 0001825034 - 2017 - 08230, 0001825034 - 2017 - 08112, 0001825034 - 2017 - 07978. Faris, p., farris, a., keating, m., meeding, j., ritter, m. (2008). Hybrid total knee arthroplasty. Clinical orthopaedics and related research, vol. 466, number 5, p. 1204-1209.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty: 13-year survivorship of agc total knee systems with average 7 years follow-up¿ which discussed a retrospective study performed in response to conflicting data in the literature concerning the benefits of a hybrid fixation method for tka. (B)(6) female was identified in the article that underwent aseptic revisions resulted from medial tibial collapse secondary to loosening on an unknown date. There has been no further information provided and the patient outcome is unknown.